Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address off-label use.

Manufacturer narrative:
The device associated with this report was not returned. The complainant reported a sigma ps femur was used instead of a tc3 femur, this was not noticed until after the case. It was implanted with a rp tc3 insert. The use of an sigma ps femur in conjunction with a rp tc3 insert is not recommended by depuy. The root cause is attributed to user error. The investigation did not find any evidence of product error as a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.